Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one photo sample was received showing two box labels for magic 3 go catheters. Visual evaluation noted that the box labels had the correct information on the labels themselves, but the orange label was used on the packaging. It was verified that this lot number was intended to have a red label on the packaging. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for the reported failure could be ink solution/color. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two boxes of intermittent coude catheter had orange stripe instead of the correct red stripe on the carton label. All the other information were correct.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two boxes of intermittent coude catheter had orange stripe instead of the correct red stripe on the carton label. All the other information were correct.